Manufacturer narrative:
D6-implant date:(B)(6) 2018. E3- initial reporter: occupation:pharmacist. Additional information: d10:product received on: 03jan2019. Device evaluation: one complaint device was returned to the manufacturer for investigation. Physical examination of the returned device showed: visual exam notes clear tubing is partially severed from the purple hub. Additionally, a document based investigation evaluation was performed. Investigation. A document-based investigation reviewed the following: documentation, instructions for use, and quality control specifications a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The IFU states: indications for use turbo-ject single lumen peripherally inserted central venous catheters feature a soft polyurethane suture wing for secure fixation to the skin. Reinforced polyurethane extensions reduce catheter damage during catheter manipulations. Catheters can be trimmed to fit the patient's anatomy. Plastic clamp(s) prevent air aspiration due to inadvertent hub dislodgement. Warnings the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension. Precautions: this product is intended for use by health care practitioners trained and experienced in proper positioning of catheters in the central venous system using percutaneous entry (seldinger) technique. Standard techniques for placement of vascular access sheaths, catheters and wire guides should be employed. Instructions: attach a 10ml (or larger) syringe filled with sterile normal saline to the hub of the extension tube to be used for power injection. Conduct study using the power injector, making sure not to exceed the maximum flow rate of pressure limit for the catheter. Conclusion: based on the information provided, the evaluation of the returned device, and the results of our investigation, the actual root cause has been determined as cause traced to device design (design inadequate for purpose). Per the [quality engineering] risk assessment, no additional escalation was recommended. Appropriate measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® power-injectable PICC was being used to deliver antibiotics to a (B)(6) old patient in neonatology. The device was implanted on (B)(6) 2018 and the patient was discharged on (B)(6) 2018. The patient received continuous at home care with antibiotics being administered three times per day. A new dressing pad was done on (B)(6) 2018 and a crack was found along the external tubing on (B)(6) 2018. The patient returned to the hospital for device explant and another like device was inserted. As reported, the patient did not experience any adverse effects due to this occurrence.